Manufacturer narrative:
Device evaluation determined that the reported issue was confirmed. A leak on the (bx) biopsy channel was determined. Boroscope was used to inspect the unit and found a tear damage inside the channel. In addition, the c-body (control body) unit forceps cover glue were observed to be peeling. Review of repair history determined that the device channel replacement was performed in (B)(6) 2020. Based on evaluation findings the reported issue was confirmed. The issue was attributed to a tear inside the biopsy channel causing leak to the unit. Investigation is ongoing therefore the root cause cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device failed leak test. The issue occurred during reprocessing. There was no patient involvement on this event reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The following sections were updated. As a result of the device investigation, olympus has concluded that the damage to the device was likely caused by improper handling. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: important information ¿ please read before use warnings and cautions (p.7) warning do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.